Event description:
It was reported by the dialysis clinic that the patient was taken to the hospital after being found unresponsive during her peritoneal dialysis treatment. The patient required intubation due to respiratory arrest. She remained on the ventilator for a day or two and is now breathing on her own. The patient is currently in the hospital. It is not known how long the patient was unresponsive. Additional information has been requested.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius product being used at the time of the event. A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation. The cycler was moved to the clinic from the nursing home where the event occurred, and will be returning to the fresenius plant for an evaluation. The related mdrs #293457-2014-00881 and 8030665-2014-00445.